Event description:
The rn prepared for an IV insertion. She primed the IV tubing and y-type microbore extension tubing with normal saline and inserted a 20 gauge angiocath into the patient's left hand. The IV was inserted without difficulty and had a good blood return. The rn connected the y-extension to the angiocath and secured it with tape. One of the y-lines was connected to the IV tubing on the large volume infuser. The other y-line was clamped. The normal saline IV was running at 100cc/hr on the large volume infuser without difficulty. The IV site was patent. The rn returned one hour later and noted that the y-extension was leaking just below the y juncture, closest to the distal end where the single line comes into the device and just before it splits into two lines. There was no blood leaking or back-up: only saline leaking. The rn prepared another y-extension from the same lot, removed and discarded the leaking device, and connected the new y-extension. The second y-extension began to leak in the same location. Again, there was no blood back-up or leakage: only saline. The rn removed the second device and after priming the third device, attached it to the angiocath and the IV line. The third device functioned as expected with no leaks. All three devices are from the same lot. The patient's IV site remained patent with no swelling/edema, redness, or pain throughout the event. There was no patient harm and medical treatment was not delayed. Staff do not know why the first two devices leaked. The packaging of all devices used was intact and there were no visual defects noted. When the rn flushed the devices before connecting them to the patient, there were no obvious leaks. There have been no other reports of leaking like this on this unit or others within the hospital. The nurse is very experienced in starting IV's and has not seen a leak like this before. The devices are not exposed to sunlight or extreme temperatures during storage or prior to use.====================== health professional's impression======================staff do not know.====================== manufacturer response for y-type microbore extension set, y-type microbore extension set with locking spin collar======================the manufacturer was notifed and we are awaiting their instruction to return the device.